Manufacturer narrative:
The carefusion field service technician evaluated the ventilator and found broken exhalation cap as well as a broken front cover. Replaced both. Unit passed all tests.

Manufacturer narrative:
(B)(4). Evaluation by the carefusion field service technician is anticipated but has not yet begun.

Event description:
The customer reported that while in patient use the ventilator gave check o2 cal. Recalibrated the cell and all fio2's were good. Then the unit would not pass the leak test.